Event description:
It was reported that the patient with this pacemaker stated that device stopped working. Subsequently, this device was explanted and replaced. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).